Event description:
The physician and resident were trying to put the stent delivery in 6 fr. Sheath and it didn't go in. The stent deployed on the wire when the doctor was trying to removed the device (the device deployed without the safety valve being released). Manufacturer response for stent,vascular, protege everflex 7x40 mm:they have requested the device for evaluation.